Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.